Event description:
It was further reported that the patient received an inappropriate shock due to noise, and that there was oversensing. No further patient complications have been reported as a result of this event.

Event description:
It was reported that there was high pacing impedance, short v-v intervals, high pacing threshold, and a possible lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407645 lead implanted: (B)(6) 2009. (B)(4)

Manufacturer narrative:
(B)(4).